Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported that during the software upgrade, the new controller was turned on to replace a faulty controller of the patient, but it has been slow turning on: after batteries connection, the controller took about 1 min before turning on. For the safety of the patient, the controller was not used and returned to manufacturer for check, because of the anomalous behavior. The patient was not effected.

Manufacturer narrative:
The reported event of a long power up time on the returned controller, (B)(4), could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller took 3 seconds to power up once the controller was connected to an external power source. The reported 1 minute power up could not be replicated at the bench level. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.